Event description:
It was reported that dissection occurred. Vascular access was obtained via a right femoral approach. The annulus diameter measured 23.5. The anatomy was not tortuous. A 14f isleeve introducer sheath was prepared. The introducer was impossible to insert due to a large gap between the dilator and sheath, even after the puncture site had been enlarged. A dissection was noted at the access site that was treated with the inplant of a covered non-bsc stent. The isleeve was exchanged for another of the same isleeve. During preparation of the 2nd isleeve, the sheath slipped proximally during flushing and was not able to be used. The procedure was completed with a lotus introducer. No patient complications were reported.

Event description:
It was reported that dissection occurred. Vascular access was obtained via a right femoral approach. The annulus diameter measured 23.5. The anatomy was not tortuous. A 14f isleeve introducer sheath was prepared. The introducer was impossible to insert due to a large gap between the dilator and sheath, even after the puncture site had been enlarged. A dissection was noted at the access site that was treated with the inplant of a covered non-bsc stent. The isleeve was exchanged for another of the same isleeve. During preparation of the 2nd isleeve, the sheath slipped proximally during flushing and was not able to be used. The procedure was completed with a lotus introducer. No patient complications were reported. The returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. The tip is damaged/seams are starting to split. The shaft is kinked 15.5cm from the distal tip. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage. Based on all gathered information, no further actions are considered necessary.